Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: during the long clean, the equipment drips from the cart. Additional information is needed to help determine reportability. Is the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was the fluid actively spraying about outside the machine? Not contained is leaked liquid type known? Biohazardous or non-biohazardous? Biohazard. Did the leaked liquid have bleach mixed in? After waste line, no. Was anyone injured due to the leaked liquid? No.

Manufacturer narrative:
H6. Investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a waste leakage without bleach not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 14apr2021 to date 14apr2022. ¿ complaint trend: there are 22 complaints related to the issue of biohazard leakages not contained within the instrument. Date range from 14apr2021 to date 14apr2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # 338962-338962-r33896202898-105529131-17, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak not contained within the instrument was due to a worn fluidics tubing. The customer initially reported that during a long clean, the instrument was dripping from the wetcart. An fse (field service engineer) came onsite for the repair and was able to confirm that the leakage was due to a worn waste line. The fse replaced the worn tubing, verified that the instrument was no longer leaking, and checked the instrument¿s performance using samples. After the repairs, the instrument was functioning as expected with no further leakages. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help maintain an optimal system, and instructions can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02413250, case # (B)(4). Install date: 24jan2018. Defective part number: n/a. Work order notes: o subject / reported: 338962 - bd facscanto ii cytometer 4/2/2 sys ivd. O problem description: during the long clean, the equipment drips from the cart. O work performed: cart waste line repair, check for additional leaks, check equipment performance with ok samples. Equipment operating within the manufacturer's specifications. O cause: leaking tubing. O solution: replaced defective tubing. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O item: 4. Quick disconnect. O function: 4.1 connects tubing to filters and fluid tanks. O potential failure mode: 4.1.1 tubing failure. O potential effect(s) of failure: 4.1.1.1 leaks at waste tank. Biohazard. O potential cause(s)/mechanism(s) of failure: waste fitting leaks. O current controls: 1. Pump compensates for leaking. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O initial severity: 9. O initial occurrence: 6. O initial detection: 1. O rpn: 54. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn fluidics tubing. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn fluidics tubing. The fse confirmed the issue, replaced the defective tubing, and confirmed that the instrument was no longer leaking. After the repairs, the instrument was performing within specifications. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while using bd facscanto¿ ii leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "during the long clean, the equipment drips from the cart. Additional information is needed to help determine reportability. 1. Is the leak fluid or air? 2. Was the leak contained within the instrument? 3. Was the fluid actively spraying about outside the machine? 4. Is leaked liquid type known? Biohazardous or non-biohazardous? 5. Did the leaked liquid have bleach mixed in? 6. Was anyone injured due to the leaked liquid? 1- liquid. 2 - not contained. 3 - no. 4- biohazard. 5- after waste line. 6- no. 7- no."